Event description:
Customer reported that the buttons on the insulin pump were unresponsive and the customer was receiving a button error alarm. Customer's blood glucose reading at the time of the call was 60 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.